Event description:
It was reported that a er420 was used during a laparoscopic sigma. It was reported by the affiliate that the clips will not close. There was no consequence to the pt. 09/18/1998 additional info from affiliate. The clips did not fall into the pt. A second device was used to complete the case.